Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 8 days and admitted into the intensive care unit due to high blood glucose level of over 600 mg/dl. The customer¿s blood glucose level at the time of the incident was 477 mg/dl. The customer had been using the insulin pump system within 48 hours of the high blood glucose level event. The customer experienced nausea as a result of high blood glucose level. The customer was treated with insulin drip at the hospital for 6 days. The customer was not using auto mode on the insulin pump. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.